Manufacturer narrative:
(B)(4) - explant of intraocular lens. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The returned sample was inspected under 10x microscope magnification. The lens was observed cut in three pieces that could be related to the lens explant process. Visual inspection also revealed surface residuals (fiber/particles) on the lens compatible with the handling the lens in a non-sterile environment. No defects related to manufacturing process were found in the sample returned. Diopter verification on the returned lens could not be performed due to the condition of the lens received. A review of the manufacturing records showed no deviations or nonconformities. The result of the manufacturing record review does not suggest any fault for diopter power in the lens reported. The silicone intraocular lens was released within the diopter specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
We received a report that an intraocular lens was explanted from the patient's left eye after the patient experienced unexpected post-operative refraction. The 24.0 diopter (d) lens was replaced witha a 21.0 d lens of the same type. No other information was provided.